Manufacturer narrative:
Device is evaluated at customer site. It was determined that product has malfunctioned and the cause is due to a component failure. The issue is resolved with the replacement of dfm100 assy capacitance and the product is back in service. The reported problem was confirmed. Based on the information available, the cause of the reported problem is due to a component failure and the root cause is not able to be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that it does not perform the discharge test. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.